Manufacturer narrative:
Diopter: -11.50/+1.00/x091. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2, -11.50/+1.00/x091 diopter implantable collamer lens in patient's left eye on (B)(6) 2016 and excessive vaulting was noted. The lens was explanted and exchanged for a shorter lens with a similar diopter size on (B)(6) 2016. This resolved the problem.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken and foreign material on lens surface. (B)(4).